Event description:
Ous MDR - it was reported that after an implantation period of 33 months, this lead had been inactivated due to a suspected lead fracture. The lead was left in the patient until (B)(6) 2014, when it was removed to exclude the risk of inappropriate shocks. The lead was abandoned by the hospital and not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed.the available iegm's confirmed the presence of artefacts in the rv channel. X-ray or other diagnostic images providing information on the implanted system were not received for analysis.in spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.